Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could be confirmed for deployment difficulties of the device. The exact root cause could not be determined. The likely cause was determined to have been excessive tensile force applied to the suture during device deployment. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode an effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
The user facility reported the angio-seal was deployed in usual fashion following mapping procedure. The physician felt that the deployment was not successful. The patient was given six (6) hours of bedrest. The patient was sent to a hospital for a scan following procedure. The doctor noted the patients' legs were bent upwards toward chest. At some point vascular was consulted to assess patient. The patient was sent to surgery where the angio-seal device was removed from popliteal artery. The reported event resulted in patient injury and/or require medical or surgical intervention. Additional information was received on 09dec2024: a 5 french cordis avanti sheath was used. Pulses were palpable when they left room. The patient was stable and was discharged on the 5th. The procedure was successful. The procedure notes state that the deployment was unsuccessful. A pre-deployment groin shot was taken. The blood loss was not listed during initial procedure. During the surgical removal blood less than 100 ml's was noted as lost. The surgical notes listed the footplate, and suture was removed from the popliteal artery area.

Manufacturer narrative:
E3: occupation: staff ir md. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.